Event description:
A customer reported, that they were unable to use their freestyle flash as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.